Event description:
It was reported, "pt experienced cardiopulmonary arrest following a 3 level kyphoplasty with the injection of bone cement. While still in or at 1145 02 sats decreased from 100-55, end tidal co2 to 18 consistent with pulmonary shunting secondary to pulmonary embolism. A full code was called. Resuscitation was unsuccessful."